Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. UDI # = (B)(4).

Event description:
It was reported that during a procedure, it was discovered that the product was missing from the package. This did not have patient involvement or cause significant delay.